Event description:
It was reported that there was elevated lead impedance. The lead is to be replaced. No patient complications have been reported as a result of this event. Additional information was received that the lead was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. It was reported that there was elevated lead impedance. The lead is to be replaced. No patient complications have been reported as a result of this event. Additional information was received that the lead was explanted. No conclusion can be drawn impedance, high.

Event description:
It was reported that there was elevated lead impedance. The lead is to be replaced. No patient complications have been reported as a result of this event.